Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (b)(40, implanted: (B)(6) 2013, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient's lead migrated upward in the spine. The hcp pulled the lead down and attempted to re-anchor it on a previous date. The patient later returned to office and reported that stimulation was only felt in the abdomen. The hcp planned to x-ray the lead, and it was reported that it was suspected that the lead had migrated again and the system would have to be removed. It was later reported that the system was explanted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).